Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited a high capture threshold. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.